Manufacturer narrative:
The customer¿s report that the syringe broke inside the connector of the extension tubing set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the tip of the syringe was broken off. The tip of the syringe was found lodged into the female luer port of the received extension set. Examination under magnification observed stress marks at the break site of the syringe tip. No tool marks were observed. The root cause could not be identified. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the syringe broke inside the connector of the extension tubing set. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the syringe broke inside the connector of the extension tubing set. There were no adverse effects caused to any patients from the event.